Manufacturer narrative:
Our investigation into the complaint has now concluded. The returned pump was passed to our experts for evaluation. Testing of the device showed no issues, as the device functioned for the expected 7 days with no recorded abnormalities in its performance. Visual inspection also identified no issues that could lead to this failure mode. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
The pico machine only worked for 2 days. The customer changed the batteries and the machine did not work. It is unknown if the issue was detected at the moment it stopped.